Event description:
It was reported that (1) device was used during a laparoscopic colon. It was reported by the affiliate that the tsb45 instrument was fired. The staple line came open after the insertion of the circular stapler. Another instrument was used to complete the case. There was no consequence to the patient.